Event description:
The customer reported that after 30 minutes of use during a thoraco/lobectomy procedure, the cut button became stuck. The pencil continued to activate. There was no injury to the pt. Another pencil was used to complete the procedure.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.